Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) had to be surgically removed from the patient. The target lesion, located in the distal at and proximal dp arteries, was extremely calcified and 80% stenotic. The physician used a 6f introducer sheath, quickcross catheter and pilot wire from a contralateral approach to access the lesion. The physician first crossed the pilot wire down into the dorsalis pedis artery. He could not get the quickcross to track down to the lesion, but was able to load the csi viperwire down to the treatment site. He performed one run for five seconds in the distal at artery (5cm treatment area). He then performed a second run for ten seconds (7cm treatment area). During the third run in the dp artery, the device seemed to bog down and stopped spinning. The physician tried to remove the oad, but was unsuccessful. A vascular surgeon was called, and an emergency cutdown procedure was performed to remove the oad. The oad and all of its components were successfully removed. The patient was stable and had a palpable dp pulse the day after the procedure. Additional requests for more information have been made, but none have been received.

Manufacturer narrative:
Device evaluation is anticipated, but the device has not yet been received.

Manufacturer narrative:
Device analysis: the oad was returned with the original guide wire engaged in the device. The distal driveshaft and crown section (approximately 4cm) with the guide wire spring tip was also returned with the oad in a fluid filled vial. The initial visual examination of the cut driveshaft section exhibited adhered biological material on the driveshaft, crown and exposed spring tip section. The adhered biological material was removed from the driveshaft and crown section. Examination of the driveshaft and crown did not reveal any damage that would have contributed to the biological material accumulation. The crown edges remained intact and undamaged. The outside diameter of the crown was measured using a calibrated dial caliper and met the drawing specification. The crown location on the driveshaft also met its drawing specification. The initial examination of the handle assembly and driveshaft revealed damage to the saline sheath material under the strain relief. The saline sheath was melted and exhibited a hole. Bench top testing has shown that the damage can occur as a result of the driveshaft spinning while the strain relief is in a bent condition. The exact cause of the damage could not be determined. Further examination of the driveshaft in this area revealed that the filars were stretched at the lap weld and extended distally 9.5cm. The damage can be attributed the removal difficulties experienced during the procedure. The damaged section of the driveshaft was destructively removed from the handle assembly and an in-house test wire was back loaded into the device to allow for functional testing. The oad was then tested using an in house saline pump. When tested, the oad would not spin. The top shell of the handle assembly was removed and the components inspected for any damage that would have prevented the device from spinning. There was a significant amount of dried biological fluid within the output gear assembly and bearing. The output gear assembly was removed and the motor was again tested for functionality. When tested, the motor spun at low, medium and at high speed with no abnormalities observed. Due to the condition of the cut driveshaft, an accurate length measurement could not be taken. The saline sheath was measured and met its drawing specification. The guide wire spring tip section was destructively removed from the driveshaft section. Examination of the spring tip and proximal solder bond did not reveal any damage or abnormalities that would have contributed to the tissue accumulation. The guide wire was removed proximally from the handle assembly with some resistance. Examination of the guide wire revealed two kinks and a severe bend in the shaft. The bend was 237cm distal to the proximal end of the guide wire, and the kinks were 141cm and 174cm distal to the proximal end of the guide wire. At the conclusion of the failure analysis, investigation the reported complaint of "device stuck inside patient" was confirmed. The crown, driveshaft distal nose, and guide wire spring tip were returned encapsulated in biological tissue. The accumulation of biological material likely contributed to the removal difficulties experienced during the procedure as it was stuck onto the crown, driveshaft distal nose, and guide wire spring tip. The root cause of the biological material accumulation could not be determined as there were no defects or abnormalities noted on the driveshaft, crown or guide wire that would have contributed to the reported complaint event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).